Event description:
It was reported that following electrocautery use in an unrelated procedure, the pulse generator exhibited a false alert for battery depletion. A software download successfully restored the device.